Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the patient is unable to establish communication with her scs ipg after not charging it since (b)64) 2013. Follow-up identified per the sjm rep, the scs ipg is non-functional. Surgical intervention is pending to address the issue.